Manufacturer narrative:
Lot number: a second affected lot number for this incident was provided: 6182687. Expiration date: 6182687 / 07/31/2021. Device manufacture date: 6182687 / 06/01/2016. Results: one sample in open packaging and two units in sealed packaging were received for evaluation. Clear liquid was observed inside the barrel of the opened unit. The liquid was identified as silicone. No liquid was observed inside the syringe barrels for the two units in sealed packages. Conclusion: silicone is an inert, nontoxic medical substance used as a lubricant for disposable hypodermic products. It does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Then, when the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. However, in this case, there was an unusual aggregation of silicone on the stopper and the barrel roof area which created the noticeable appearance. (B)(4).

Event description:
The customer noticed a clear, viscous liquid substance in the barrel of the 20 ml bd syringe with bd luer-lok¿ tip.